Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years ago. Block d6b: explant date: three years ago additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2352-50 serial: (B)(6) batch: 17421721

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.